Manufacturer narrative:
Pump was received with no button response due to flattened act button dome switch (no creased). Inspected j2/lcd connector and no unlocked connector noted. Unable to confirm low battery alarm, motor error alarm, excessive no delivery alarm or perform the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Motor passed motor test. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call the insulin pump alarmed power loss, motor error and keypad anomaly. The customer's blood glucose levels are unknown during the incident. The customer states was able to prime pump. The customer states act button is not responding. The pump will be replaced and returned for analysis.